Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("tubes were not patent but both coils were found malpositioned within fallopian tubes /revealed malposition of left essure implant (midposition to left cornual region)"), device expulsion ("essure device partially projecting over the cornual portion of the left fallopian tube and uterus and extending into the midline endometrial cavity / left coil projecting slightly into the uterine cavity"), genital haemorrhage ("abnormal bleeding"), echinococciasis ("hydatid cyst") and adams-stokes syndrome ("morgagni") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety disorder, anemia, endometriosis, ovarian cyst and supraventricular tachycardia. Previously administered products included for an unreported indication: celexa, fioricet, xanax, tylenol and motrin. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia") and endometritis ("chronic endometritis"). In february 2010, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("left lower quadrant pain"). In march 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). In january 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced echinococciasis (seriousness criterion medically significant), adams-stokes syndrome (seriousness criterion medically significant), procedural pain ("following the surgery, suffered a painful post-operative recovery"), ovarian cyst ("ovary with multiple cystic follicles") and adnexa uteri cyst ("fallopian tube with benign paratubal cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy, right salpingectomy, left salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and device expulsion outcome was unknown, the genital haemorrhage, abdominal pain, back pain and procedural pain was resolving and the echinococciasis, adams-stokes syndrome, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, headache, abdominal pain lower, menometrorrhagia, endometritis, ovarian cyst and adnexa uteri cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, adams-stokes syndrome, adnexa uteri cyst, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, echinococciasis, endometritis, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff underwent na ultrasound that revealed left essure was malpositioned. A subsequent hsg confirmed both fallopian tubes were not patent but both coils were found malpositioned within the fallopian tubes. On or about (B)(6) 2012 she underwent a davinci laparoscopic total hysterectomy, right salpingectomy and left salpingoophorectomy (discrepant dates). Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms improved. Mr- first coil misfired on left side and then placed device over it per pt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both fallopian tubes were not patent ... Ultrasound scan - on (B)(6) 2012: left coil malpositioned and, no coil on right side hysterosalpingogram - both fallopian tubes were not patent but both coils were found malpositioned within her fallopian tubes. (B)(6) 2011 :sonogram : no implant noted on right. (B)(6) 2012 : endometrial biopsy for heavy flow and worsening cramps to r/o metritis. (B)(6) 2012 : endometrial biopsy for menometrorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia,chronic endometritis,menometrorrhagia, dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("tubes were not patent but both coils were found malpositioned within fallopian tubes /revealed malposition of left essure implant (midposition to left cornual region)"), device expulsion ("essure device partially projecting over the cornual portion of the left fallopian tube and uterus and extending into the midline endometrial cavity / left coil projecting slightly into the uterine cavity"), genital haemorrhage ("abnormal bleeding"), echinococciasis ("hydatid cyst") and adams-stokes syndrome ("morgagni") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety disorder, anemia, endometriosis and ovarian cyst. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("menometrorrhagia") and endometritis ("chronic endometritis"). In (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced echinococciasis (seriousness criterion medically significant), adams-stokes syndrome (seriousness criterion medically significant), procedural pain ("following the surgery, suffered a painful post-operative recovery"), ovarian cyst ("ovary with multiple cystic follicles") and fallopian tube cyst ("fallopian tube with benign paratubal cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic total hysterectomy, right salpingectomy, left salpingoopherectomy) and surgery (laparoscopic total hysterectomy, right salpingectomy, left salpingoopherectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and device expulsion outcome was unknown, the genital haemorrhage, abdominal pain, back pain and procedural pain was resolving and the echinococciasis, adams-stokes syndrome, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, headache, abdominal pain lower, menometrorrhagia, endometritis, ovarian cyst and fallopian tube cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, adams-stokes syndrome, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, echinococciasis, endometritis, fallopian tube cyst, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff underwent na ultrasound that revealed left essure was malpositioned. A subsequente hsg confirmed both fallopian tubes were not patent but both coils were found malpositioned within the fallopian tubes. On or about (B)(6) 2012 she underwent a davinci laparoscopic total hysterectomy, right salpingectomy and left salpingoopherectomy (discrepant dates). Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms improved. Mr- first coil misfired on left side and then placed device over it per pt. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both fallopian tubes were not patent . Ultrasound scan - on (B)(6) 2012: left coil malpositioned and, no coil on right side. Hysterosalpingogram - both fallopian tubes were not patent but both coils were found malpositioned within her fallopian tubes. (B)(6) 2011 :sonogram : no implant noted on right. (B)(6) 2012 : endometrial biopsy for heavy flow and worsening cramps to r/o metritis. (B)(6) 2012 : endometrial biopsy for menometrorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia,chronic endometritis,menometrorrhagia, dysmenorrhea" most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Events- "abnormal bleeding (vaginal), headaches, left lower quadrant pain, essure device partially projecting over the cornual portion of the left fallopian tube and uterus and extending into the midline endometrial cavity, menometrorrhagia, chronic endometritis, ovary with multiple cystic follicles, fallopian tube with benign paratubal cyst, hydatid cyst, morgagni", reporter added from pfs. Historical condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("tubes were not patent but both coils were found malpositioned within fallopian tubes") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (laparoscopic total hysterectomy, right salpingectomy, left salpingoophorectomy). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the patient experienced procedural pain ("following the surgery, suffered a painful post-operative recovery"). At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2012, plaintiff underwent na ultrasound that revealed left essure was malpositioned. A subsequente hsg confirmed both fallopian tubes were not patent but both coils were found malpositioned within the fallopian tubes. On or about (B)(6) 2012 she underwent a davinci laparoscopic total hysterectomy, right salpingectomy and left salpingo oophorectomy (discrepant dates). Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms improved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: left coil malpositioned and, no coil on right side hysterosalpingogram - both fallopian tubes were not patent but both coils were found malpositioned within her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.